Manufacturer narrative:
G4:(B)(6) 2020 b4:(B)(6) 2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the battery needed to be replaced to return the device to working condition. The customer's bio-med replaced the battery to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device was unable to run on the battery. There was no patient involvement or user harm reported.